Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, in the patients left eye (os) on (B)(6) 2022. At one day post-op, the patient returned with pupillary block. With some difficulty, pis were performed (wrong medication used for dilation). The lens remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
(B)(4).